Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 18-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 8 cc, procedure: foot and ankle surgery, cathplace: back of knee, infusion start date: (B)(6) 2018, 4:00 pm. It was initially reported by a patient that during a physical therapy session, the physical therapist informed the him that the pump was not working. Additional information received from the facility on (B)(6) 2018 stated that the pump infused in 28 hours when it was supposed to last 2-3 days. The event occurred in the patient's home. The patient noticed the pump completed when he started to have pain. There was no sign of leaks. The patient did not use any warming devices and it is unknown if external pressure was applied. "The" was no patient injury and no toxicity reported.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.

Manufacturer narrative:
One on-q with saf combo, 400x2-14, was received. The sample was evaluated and the reported failure could not be confirmed. The sample evaluation concluded that no defect was found. Root cause could not be identified since the device functioned as intended during sample evaluation with no defect was found. Use review was conducted and according to the gathered information, saf devices are newer to this facility. They have only used the pumps with the pca button in the past; which is a situation that could have contributed to the reported incident. A technical bulletin will be provided to the customer. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.